Manufacturer narrative:
Per the user guide: resume pump alarm: you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Pump supplies were changed to address bg. Contact alleged pump was not keeping insulin fresh. Contact declined tandem technical support's offer to perform a pump system check. Cts reviewed pump data and found that the customer had repeatedly stopped insulin delivery and had not resumed insulin delivery. Subsequently, a valid resume pump alarm occurred. No malfunctions were observed and no temperature alarms were observed. Tandem clinical diabetes specialist advised that the customer's healthcare provider review the pump settings.